Event description:
Eptfe vascular graft-venaflo ii leaked upon insertion in operative field. Surgeon noted bubbling on top of graft when flushed after posterior end connection. Graft was removed by surgeon and different one, same type inserted. Reason for use: commonly used by surgeon for permanent dialysis venous access.